Event description:
Device malfunction: none. Time of symptoms/ae: after the procedure. Symptoms/ae: death. The following event was noted through a periodic article review. A retrospective analysis of patients undergoing common femoral artery (cfa) endarterectomy with simultaneous iliac stenting/stent grafting was reviewed to determine the long-term outcomes of this approach. Of the 171 patients (193 limbs), there was reportedly 1 death. The pt died of an unknown cause at home 3 days after surgery. The article does not correlate the adverse pt outcome to a specific device/manufacturer. There were a total of 10 different tpes of devices used in the study with the abbott absolute comprising 15% of the devices being used. The pt population consisted of 106 males and 65 females. No additional info was provided.

Manufacturer narrative:
(Off label use in the periphery). This report involves cases noted in an article. The device was not available for analysis. This lot number was not identified, therefore, a device history record review could not be performed. Per the device instructions for use. "The absolute stent is intended for palliation of malignant strictures in the biliary tree." Attachment: article: richard j. Powell, md: et al; "long-term results of combined common femoral endarterectomy and iliac stenting/stent grafting for occlusive disease" j vasc surg 2008;48:362-7 j.jvs.2008.03.042.